Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had partial display and display was blank currently also buttons not responding. The customer had failed battery alarm also pump exposed with the fluid. Customer's blood glucose value was 143 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No missing segments or partial display noted during testing. No blank display noted during testing. Device received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Device also received with moisture damage found on the electronic assembly during visual inspection.